Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that during a procedure while the patient was asleep when the physician was putting the graft through the mesher the handle would not pass the graft through. The event occurred during a procedure and there was no harm reported. There was a delay since the mesher was not working properly. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on february 23, 2018 revealed that the end of the roller was damaged not allowing the ratchet to slide on smoothly and the comb was damaged. The calibration was within specifications. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on february 23, 2018 which included replacement of the roller and damaged comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the roller was damaged which was not allowing the ratchet to slide on smoothly. The root cause of the handle not passing the graft through was due to the roller being damaged. The damaged roller caused the ratchet to not slide on smoothly. The issue was resolved with the replacement of the roller and damaged comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that during a procedure, while the patient was asleep, the physician was putting the graft through the zimmer skin graft mesher but the handle would not pass the graft through. There was a delay in the surgery, however the time delay is unknown. Initial inspection of the device revealed that the comb was damaged. No adverse events were reported as a result of this malfunction